Event description:
Boston scientific received information that during an ablation this implantable cardioverter defibrillator (ICD) was reprogrammed to doo mode. The field representative consulted with boston scientific technical services (ts) due to loss of capture seen after approximately 30 seconds of ablating. Ts discussed that this was part of the defib detect circuit of the device and was normal operation; however, not ideal for pacing. Further information was received that the physician limited the ablation bursts to less than 30 seconds per burst. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.